Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during an ablation procedure. According to the complainant, 15 minutes into the ablation procedure, an error was noted on the generator. The power was lowered until system roll off was completed. The issue remained unresolved after swapping and relocating the ground pads. The procedure was completed with this device. It was noted that there was no malfunction of the grounding pads. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).